Event description:
New information received notes that the patient was also presented with pocket erosion initially.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference numbers: 2017865-2023-22854. It was reported that the patient presented with infection developed. The whole system including the implantable cardioverter defibrillator and the right ventricular lead was explanted. Patient condition was stable.